Manufacturer narrative:
Based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the ams800 instructions for use.

Event description:
It was reported that patient underwent artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. There were no additional patient complications reported.